Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: uamaxz; exp date: dec/31/2025 date of mfg.: jan/05/2024 d4: UDI: (B)(4). 101med; exp date: may/31/2026 date of mfg.: jun/17/2024 d4: UDI: (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number - uamaxz, 101med - unknown if this is the correct lot number. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are uamaxz and 101med possible lot #s for ip-(B)(4) ? (If no, please explain) are uamaxz and 101med possible lot #s for ip-(B)(4)? (If no, please explain) please provide the patient's demographic information including age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe the appearance of the suture during the second procedure? Where was the break noted (termination, middle, end)? Did the wound dehis? Were there any patient stress factors that precipitated the event of suture breakage post op? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2024 and continuous barbed suturing was performed for joint capsule. On (B)(6) 2024, there was a sound like ¿cracks¿ from the patient's knee when the patient was walking down a hallway in the hospital. After that the patient had pain and swelling. On (B)(6) 2024 an examination was performed and the patella was clearly moving and looked like to be dislocated. On (B)(6) 2024, a reoperation was performed. The sutures were found completely broken. The soft tissue of the patella was damaged, resulting in patellar replacement. The patient was about to be discharged, but extended hospital stay to an unknown date due to this event. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 additional information was requested, and the following was obtained: are uamaxz and 101med possible lot #s for ip-02203866? (If no, please explain)¿local team didn't ask to create 2nd ip. The quantity of product involved is only 1 but the lot number is either uamaxz or 101med. Are uamaxz and 101med possible lot #s for ip-02206428? (If no, please explain)¿local team didn't ask to create 2nd ip. The quantity of product involved is only 1 but the lot number is either uamaxz or 101med. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure.¿unk the diagnosis and indication for the index surgical procedure? ¿unk what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿no special condition was reported but the patient is so large. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision?¿yes after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes?¿yes, two did the surgeon then proceed with wound closure in the opposite direction of the first pass?¿yes was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?¿yes were two reverse stitches performed across the incision prior to closure?¿yes, but the surgeon reversed for whole wound length. Please describe the appearance of the suture during the second procedure ? ¿the suture was broken at more than 2 point. Where was the break noted (termination, middle, end)? =>unk did the wound dehis?¿yes were there any patient stress factors that precipitated the event of suture breakage post op?¿the patient was large and walking at that time please describe any surgical intervention required for the wound dehiscence including date and findings. ¿patella replacement surgery due to damage to patellar soft tissue did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿the suture was broken at more than 2 point at reoperation. Other relevant patient history/concomitant medications?¿no what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿·from the perspective of proper use, it is possible that the wound was too tightly fixed because the joint capsule was completely folded over more than two stitches.·the patient was quite large, so it is possible that excessive tension was applied to the suture. What is the patient's current status? =>the patient is hospitalized. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note